Manufacturer narrative:
The following products were used in the surgery: unknown product; qty: 1 unknown cage; qty: 1 although it is unknown whether these products caused or contributed to the reported event, we are filling this MDR for notification purpose. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: spinal canal stenosis type of procedure: plif(posterior lumbar interbody fusion) it was reported that intra-op, during final tightening, it became difficult to stop the bleeding, so an adjunct hemostatic agent was used. However, the area where bleeding was occurring could not be confirmed, so bleeding could not be stopped and the surgical time was extended and the operation progressed. Approximately 3000ml of blood was lost. After the operation, computed tomography angiography was performed and possible epidural bleeding was diagnosed by the doctor. The causal relationship with implant was not mentioned.